Event description:
It was reported that the catheter dislocated. The device was implanted on (B)(6) 2011. The user supposed that the cuff grew in incorrectly. No further problems with this catheter were noticed till the reporting date.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reuk0508 showed no other similar product complaint(s) from this lot number.